Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 648-684 mg/dl and 7.0 mmol/l ketone level. The customer was taken to the emergency room (ER) where they were subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer remains hospitalized and declined further follow up for additional details on release date and condition of the customer. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.